Manufacturer narrative:
Reported event of balloon deflation failed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an upper gastrointestinal endoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the balloon could not be fully deflated. The scope and the device had to be removed together from the patient, and the catheter was cut in order to remove the device from the scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the complaint device revealed that the balloon was bunched up. The catheter was cut and was noted to be kinked and damaged in a number of places. Functional evaluation was unable to be performed due to the catheter being cut. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an upper gastrointestinal endoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the balloon could not be fully deflated. The scope and the device had to be removed together from the patient, and the catheter was cut in order to remove the device from the scope. There were no patient complications reported as a result of this event.